Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The plan to upgrade to dual chamber ICD in future and continue to monitor the shock measurements.currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The plan to upgrade to dual chamber ICD in future and continue to monitor the shock measurements. Subsequently, a revision procedure was performed and the ICD was explanted and replaced, while the rv remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The plan to upgrade to dual chamber ICD in future and continue to monitor the shock measurements. Subsequently, a revision procedure was performed and the ICD was explanted and replaced, while the rv remains implanted. No additional adverse patient effects were reported.